Event description:
End user's husband advised of a problem he has with an invacare shower chair; shower chair rated for 400 pounds that has been used by his wife who weighs at least 100 pounds less than the rated weight. Further reports the reinforcing webbing on the underside of the chair has fractured allowing the legs to spread in an unsafe manner.